Event description:
Coiling treatment was conducted of an aneurysm. Upon positioning the coil resistance was encountered. The coil was reported to prematurely detach within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher with the proximal end of the coil attached was returned for eval. The majority of the coil was broken from the proximal segment and not returned for eval. The eval could not be confirmed as the coil was broken from the delivery pusher and not included. (B)(4).